Event description:
Feeding tube hub/cap found to be disconnected from actual tube - appears that the hub slipped off the tube, the tube was not cracked or broken. The manufacture replaced all the hospital stock of this product.